Event description:
It was reported that a patient underwent an unknown dermatologic procedure on an unknown date and suture was used. During the procedure, the suture broke during use. It was thought that it might have remained in the patient's body, but as it turned out, it was confirmed that there was no residue in the patient's body, so another package was used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name and date? =>no further information is available. What tissue was being approximated or sutured when it broke? =>no further information is available. What was used to complete the procedure? =>no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary : one labeled winning former and a suture piece product code 1698g were returnedfor analysis. Visual inspection was conducted on the returned device. In order to evaluate the conditions of the returned sample, the suture piece was observed with body fluids and the ends were cut appears to be by edge surgical instrument. The condition of the sample received indicates improper handling of the device. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.